Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. As received, the belt failed the functional fall-off testing. Upon eva; the brown wire (-5v) was found to be open. The cause of the failure was the open wire. The root cause of the open wire cannot be positively identified, but was likely caused by physical abuse as the belt was returned with signs or damage to the cables. No adverse event resulted from the damaged electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ECG's were non-functional.